Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that when a one-link needlefree IV connector was used with a non-baxter blood collection assembly, the vacutainer pulls too hard. This malfunction causes small veins to collapse. There was no report of patient injury, medical intervention, or adverse event in association with this event.